Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the identified failure is traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the endoscope sheath, reusable to the service center for a separate issue. During the device analysis, the investigator indicates there was a chip in the backlight lens. There was no patient involvement.